Manufacturer narrative:
Additional information (07-feb-2025): siemens healthcare diagnostics concluded the investigation of the event. Siemens reviewed the information provided by the customer and instrument data files. Quality control (qc) recovered higher when processed using specific calibration but within the customer¿s expected ranges, indicating that the calcium_2 (ca_2) assay was performing acceptably. Siemens determined that there was no issue with performance of the atellica ch 930 analyzer. The cause of the event is unknown. Siemens conducted an internal investigation in response to the reported event of elevated ca_2 results obtained when calibrated using a specific calibrator for calibration. The internal testing for all chem cal lots tested showed that the ca_2 performance was within the manufacturer's claims. However, to support customers in optimizing patient recoveries when using specific chem cal lot, siemens provided an optional calibrator value assignment, which is only applicable to that calibrator lot. A customer letter is available to support this suggested change. No product problem was identified. The customer is operational. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2432235-2025-00011 was filed on 07-jan-2025.

Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) regarding discordant elevated calcium_2 (ca_2) results obtained on multiple patient samples on an atellica ch 930 analyzer. Siemens is evaluating the event.

Event description:
The customer reported to siemens that they obtained discordant elevated calcium_2 (ca_2) results on multiple patient samples on an atellica ch 930 analyzer. The elevated results were reported to the physician and were questioned. The samples were not repeated, and the correct results for the patients are unknown. The customer did not provide any patient sample data. There are no known reports of patient intervention or adverse health consequences due to the elevated calcium_2 (ca_2) results.